Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a blister. The customer was unable to provide additional information on the patient's injury.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical corporation has received. Please reference medwatch report number 1218058-2022-00154 for a similar report from the same customer.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.